Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer received a false negative result on (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use cartridge lot 22497f, cartridge sn (B)(4), and cue reader sn (B)(4). The same day, genexpert xpress rt-pcr (nasopharyngeal) was performed and resulted in positive. The customer confirmed there were known covid-19 exposure, the customer is vaccinated with booster, and asymptomatic. Customer confirmed the cartridges were stored according to the instructions for use. See related cases for other reported false negatives by the customer.